Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated to the right atrium of heart, struts detached and perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached struts retained in right atrium and ventricle and the patient reportedly experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard eclipse filter was deployed below the renal veins. The patient tolerated the procedure well and there were no complications. Approximately one year and four months of post deployment, radiographic (x-ray) of chest was performed which showed inferior vena cava filter had probably migrated into the heart and green field filter noted overlapping the left side cardiac silhouette. The next day, computed tomography of chest and abdomen was performed for green field filter noted on chest x-ray projecting over the lower thoracic spine and left aspect of cardiac silhouette which showed inferior vena cava filter was within the right ventricle and there was no evidence of a filter within the inferior vena cava. Therefore, the investigation is confirmed for filter migration. However, the investigation is inconclusive for perforation of inferior vena cava (ivc) and filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for perforation of the ivc, filter limb detachment, filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated to the heart, struts detached and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the fractured struts retained in right atrium and ventricle and the patient reportedly experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for perforation of the ivc, filter limb detachment, filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, migrated to the heart, struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached struts retained in right atrium and ventricle and the patient reportedly experienced chest pain; however, the current status of the patient is unknown.